Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for low blood glucose levels. The customer stated he went bowling the night before being hospitalized. After bowling, he ate dinner, then bolused for the meal. The customer stated his blood glucose leves were low when the paramedics arrived the next morning. Troubleshooting revealed that the insulin pump was programmed and operating correctly.